Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon used the threaded stem inserter to implant a tri-lock stem. After the case, the threaded rod was cold welded in to the threaded inserter body and will not disengage.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; the two components are stuck together and unable to get apart. The two components may have been cross-threaded together or the inserter shaft or threads may be damaged. Previous investigations found if the internal inserter is used without the outer guard component the shaft and threads of the inserter may become damaged. The date code b0311 indicates the instrument was manufactured in march of 2011. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.